Manufacturer narrative:
Submit date: 01/02/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states at the time of inspection, the power cable was found broken; the outer coating was ruptured and the inner copper wires were exposed. There was no pt involvement.